Manufacturer narrative:
Technical support advised the customer to restart the xhibit central. Once restarted the issue was resolved and no further issues were observed.

Event description:
The customer contacted spacelabs technical support ro report that an xhibit central station was freezing while monitoring patients. There was no patient or user harm associated with this event.